Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt stated she had been feeling ill for 3 days. She found the insulin cartridge was still visibly full (315 units) and the infusion device showed only 173 units were remaining. The pt's blood glucose was elevated to 32 mmol/l (576mg/dl) and she was able to lower it to 17 mmol/l (306mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.